Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rate of burst pressure and deflated. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arterio-venous graft (avg) in the severely calcified and moderately tortuous right upper arm. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated at 18atmospheres. However, on the second inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mmx100mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arterio-venous graft (avg) in the severely calcified and moderately tortuous right upper arm. A 5.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 18 atmospheres. However, on the second inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mmx100mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).